Manufacturer narrative:
According to the information provided, the implant was found ripped when it was opened. There was no contact with a patient. Mentor performs 100% inspection and testing of all devices prior to release and maintains a comprehensive quality assurance system in compliance with the FDA's good manufacturing practice regulations. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Shipping tracking # 123586704843 of the product involved has been provided. However, according with logistics company website, the device has not been returned to mentor for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Mentor will continue to monitor and trend product issues, our quality system is designed to provide to our customers the maximum assurance of the high quality of our products. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor that the mentor smooth round high profile 500cc appeared to be ruptured upon opening the box pre-operatively. There was no patient contact or patient involvement.